Event description:
It was reported that the arctic sun device had water flow issues and temperature problems. Per follow up information received on 12apr2022, the device had been checked by the technicians and nothing wrong has been found. They assumed that a patient was being treated, but this is was the first time they know about this incident, as they called direct to the technical service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and a functional check was ran and the reported issue was unconfirmed as the device was functioning to specification. No repairs for reported issue were made. The device passed all applicable tests. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. Hence DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d,g,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had water flow issues and temperature problems. Per follow up information received on (B)(6) 2022, the device had been checked by the technicians and nothing wrong has been found. They assumed that a patient was being treated, but this is was the first time they know about this incident, as they called direct to the technical service.